Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device was popping out. It was reported that the device was placed 4 years ago. It ¿popped itself out of the spine where they had implanted it.¿ it was reported that the device had stopped working because it was not in the right spot anymore and was now causing severe back issues. The patient reported that they did not have medical insurance and had not seen a health care professional (hcp) in 3 years. The patient was provided information for the patient advocate foundation for assistance. The event was reported to have occurred 1.5 years ago. Additional information was received from the hcp reporting that the device was implanted in the trunk and the lead was implanted at t8. The hcp reported that the patient claimed they had lifted a box and felt a pop. The hcp stated that the patient was no longer a patient at the clinic and had not been seen to determine if the lead had migrated. There were no known interventions or actions performed at the time of the hcp report on (B)(6) 2016.

Manufacturer narrative:
Product ID 3778-45 (B)(4) implanted: (B)(6)2012 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was trying to get her st imulator removed for the issues that she previously reported. She was trying to find a new physician to help. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.